Manufacturer narrative:
As reported, while inserting the tip of a 5f mynx control vascular closure device (vcd) into the femoral sheath valve, the physician noticed that the sealant sleeve was split exposing the sealant which appeared to be flared out of the sealant sleeve. There were no reported patient injuries. The tip of the device was removed from the sheath and the device was not used. Another mynx control unit was used successfully to obtain hemostasis with no issues. The device was stored for a few days. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure was a diagnostic coronary procedure, which used a retrograde approach. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized. The patient is currently doing fine. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant outer sleeve assembly was observed to have been bent/damaged as received. No blood or other damages/anomalies were observed on the surface of the returned device. The syringe was separate from the device as received, and no procedural sheath was returned with the device. Visual inspection at high magnification showed that the sealant outer sleeve assembly was severely bent/damaged. A product history record (phr) review of lot f1917606 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature in patient¿ and ¿mynx control sealant sleeves frayed/split/torn in patient¿ were confirmed through analysis of the returned device. However, the exact cause of the issue experienced could not be conclusively determined through analysis, especially without return of the sheath. Based on the information available for review and the product analysis, handling factors or the condition of the sheath (although not returned) may have contributed to the flaring of the sealant sleeves and the premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlap outer sleeves. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, while inserting the tip of a mynx control vascular closure device (vcd) 5f into the femoral sheath valve, the physician noticed that the sealant sleeve was split exposing the sealant which appeared to be flared out of the sealant sleeve. There were no reported patient injuries. The tip of the device was removed from the sheath and the device was not used. Another mynx control unit was used successfully to obtain hemostasis with no issues. The device was stored for a few days. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure was a diagnostic coronary procedure, which used a retrograde approach. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized. The patient is currently doing fine.